Event description:
Diagnosed with small lymphocytic lymphoma [small cell lymphocytic lymphoma]. Case narrative: initial information received on 27-jun-2024 with live follow up on 27-jun-2024(processed together) regarding an unsolicited valid serious case received from a patient this case involves a 57 years old female patient who was diagnosed with small lymphocytic lymphoma with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s), concomitant medications, concomitant disease/condition, risk factors and family history were not provided. Patient have had the synvisc-one injections for a few years. The last injection was (B)(6) 2023, another one 1.5 year before that and then the 3rd one a year before that. On (B)(6) 2023, the patient started using hylan g-f 20, sodium hyaluronate injection in the right knee of strength 48 mg/6ml at a dose of 6 ml 1x (once) via intra-articular for osteoarthritis. On (B)(6) 2024 (latency: 19 days) patient was diagnosed with small lymphocytic lymphoma (b-cell small lymphocytic lymphoma; seriousness criteria: medically significant) (unknown batch number and expiry date). When she recently went for physiotherapy, the therapist told me she was not able to get acupuncture due to her diagnosis. Patient was wondering if there was contraindications. Information on batch number and expiry date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event. At time of reporting, the outcome was not recovered for the event. A product technical compliant (ptc) was initiated on (B)(6) 2024 for synvisc one (batch number and expiry date: unknown) with global ptc number (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 20-aug-2024 with summarized conclusion as no assessment possible. Additional information was received on 20-aug-2024 from quality department. Ptc results were received and added in case. Text was amended accordingly.

Manufacturer narrative:
Sanofi company comment dated on (B)(6) 2024: this case involves a 57 years old female patient who was diagnosed with small lymphocytic lymphoma with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Role of underlying osteoarthritis could not be ruled out as well. Further information including injection technique, post injection routine, relevant concomitant medications, family history and preexisting/concurrent risk factors would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Diagnosed with small lymphocytic lymphoma [small cell lymphocytic lymphoma] case narrative: initial information received on (B)(6) 2024 with live follow up on (B)(6) 2024(processed together) regarding an unsolicited valid serious case received from a patient this case involves a 57 years old female patient who was diagnosed with small lymphocytic lymphoma with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s), concomitant medications, concomitant disease/condition, risk factors and family history were not provided. Patient have had the synvisc-one injections for a few years. The last injection was (B)(6) 2023, another one 1.5 year before that and then the 3rd one a year before that. On (B)(6) 2023, the patient started using hylan g-f 20, sodium hyaluronate injection in the right knee of strength 48 mg/6ml at a dose of 6 ml 1x (once) via intra-articular for osteoarthritis. On (B)(6) 2024 (latency: 19 days) patient was diagnosed with small lymphocytic lymphoma (b-cell small lymphocytic lymphoma; seriousness criteria: medically significant) (unknown batch number and expiry date). When she recently went for physiotherapy, the therapist told me she was not able to get acupuncture due to her diagnosis. Patient was wondering if there was contraindications. Information on batch number and expiry date corresponding to the one at time of event occurrence was requested action taken: not applicable it was not reported if the patient received a corrective treatment for the event at time of reporting, the outcome was not recovered for the event